Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell. The right atrial (ra) and right ventricular (rv) lead exhibited rising impedance and potential fracture. Both leads were reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.